Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Therapy stopped and they had to resume. Also, there was variability with the flow rate. It ranged from 0.9lpm to 2.8lpm and back to 0.9lpm. Discussed alarm 14. Esophageal probe in place. If alarm returns replace the probe and/or the temperature in cable. The flow rate variability occurred when resuming therapy. Flow was now stable at 1.0lpm. Confirmed this was expected while the device was initiating. Per follow up information received via task on 19nov2025, spoke with charge nurse who stated they found the pad lines had been looped around the bed rails several times and believed this was contributing to the unstable flow rate. They adjusted the lines, and they had fewer issues with the flow and could not confirm the pad size but noted it was on a large-sized patient. They denied any further alarms and noted no exchange of cable or probe. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got an alarm about patient temperature discontinuation alarm 14 (patient temperature 1 probe out of range) in an arctic sun device. Therapy stopped and they had to resume. Also, there was variability with the flow rate. It ranged from 0.9lpm to 2.8lpm and back to 0.9lpm. Discussed alarm 14. Esophageal probe in place. If alarm returns replace the probe and/or the temperature in cable. The flow rate variability occurred when resuming therapy. Flow was now stable at 1.0lpm. Confirmed this was expected while the device was initiating. Per follow up information received via task on 19nov2025, spoke with charge nurse who stated they found the pad lines had been looped around the bed rails several times and believed this was contributing to the unstable flow rate. They adjusted the lines, and they had fewer issues with the flow and could not confirm the pad size but noted it was on a large-sized patient. They denied any further alarms and noted no exchange of cable or probe.

Event description:
It was reported that they got an alarm about patient temperature discontinuation alarm 14 (patient temperature 1 probe out of range) in an arctic sun device. Therapy stopped and they had to resume. Also, there was variability with the flow rate. It ranged from 0.9lpm to 2.8lpm and back to 0.9lpm. Discussed alarm 14. Esophageal probe in place. If alarm returns replace the probe and/or the temperature in cable. The flow rate variability occurred when resuming therapy. Flow was now stable at 1.0lpm. Confirmed this was expected while the device was initiating. Per follow up information received via task on 19nov2025, spoke with charge nurse who stated they found the pad lines had been looped around the bed rails several times and believed this was contributing to the unstable flow rate. They adjusted the lines, and they had fewer issues with the flow and could not confirm the pad size but noted it was on a large-sized patient. They denied any further alarms and noted no exchange of cable or probe.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.